Event description:
The customer reported to olympus, the colonovideoscope had bending and manipulation issues. Upon inspection of the customer¿s returned device, it was observed the auxiliary channel (jet-tube) had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to wear of the angle wire, bending angle in the left direction did not meet the standard value, the light guide lens had chipped adhesive, and the bending section cover (a-rubber) had cracked adhesive. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.